Event description:
Reporting status: serious injury - med intervention. Reporting retionale: stent restenosis requiring med intervention. Device issue: none. It was reported that two stent were successfully implanted in 2005. In 2006, angiography was performed because the pt experienced angina and in-stent restenosis was observed that was treated with another co's balloon catheter. After dilating, a dissection was caused around the edge of the stent and another stent was deployed. After the intervention, there was no further angina experienced. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident info. Restenosis and angina, as listed in the instructions for use, are known adverse events associated with coronary stenting. There does not appear to be any indication of a stent delivery system quality issue.